Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone insulation on the hemopro jaw separated. Nothing fell into the pt and no intervention was required. The hospital reported that there was some bleeding at the site; however, it was very minimal and a transfusion was not required. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question. Refer to MFR report: 2242352-2012-00288 for the related report.

Manufacturer narrative:
Since the device is not available to be returned to us, technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).